Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 8 years, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was found unresponsive on (B)(6) 2019. The pump was turned off per family wishes. Log file analysis observed low voltage advisories while on batteries. These were due to the patient running the batteries down below the low voltage advisory threshold. Also observed was a no external power alarm while on the mobile power unit. This was caused by power to the mobile power unit being briefly interrupted. The power and flow did show an elevation with a decrease in the average pulsatility index over the last few days of the log file. Suspected cause of death was a stroke. Patient was do not resuscitate/do not intubate.